Event description:
It was reported that the patient presented in clinic for follow up. On (B)(6) 2022, an x-ray was performed and dislodgement was noted on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: product is not returning h6 codes needed.